Manufacturer narrative:
Once the sample is returned to vygon, the details of the malfunction will be evaluated as part of the complaint investigation. The results of this investigation are still pending and will be reported to the FDA within thirty days of its conclusion via a follow-up MDR

Event description:
Cracked at junction of line and plastic winged fixation point. Dressing removed, verified as leaking and nnp able to insert guidewire, remove damaged device and re-insert new device at same access point.

Manufacturer narrative:
The complaint was forwarded to our parent company in germany for their evaluation. The investigation summary is as follows: we received the catheter as a faulty sample, with a needle-free connector attached to the catheter's ll hub. The catheter tube was cut approx. 1.7 mm distal to the wing. When the catheter tube was slightly bent or stretched, a tear with a rough surface became visible at the wing, indicating that the catheter may have been subjected to excessive tensile force. In general, there are various events that can lead to a leaking catheter: 1.tensile force. Which may be caused by: - dressing change - in some instances the catheter can become adhered to the dressing and additional pulling is required to free it; placing stress on the line could result in a tensile fracture - for babies - routine care (when lifting the baby to change the bedding) and movement of the baby itself could result in a tensile fracture. 2. Mechanical damage by a sharp instrument (for example scissor, forceps or scalpel) during dressing change. 3. Alcohol-based disinfectant - concerning this, there are some warnings in the IFU: "the puncture can only be made after the disinfectant has completely dried on the skin. Be aware that organic solvents such as alcohol or acetone may interact with catheter material and weaken it. "And " avoid any contact of the catheter tubing to alcohol containing disinfectants. This may irreversibly damage the catheter." Although the customer stated that alcohol-based disinfection was used only on the skin and did not come into contact with the catheter, it is important to note that the product's instructions for use (IFU) include warnings regarding the use of alcohol-based disinfectants. Furthermore, the IFU states: - anchor the catheter, using the fixation wings. If a vein in the arm is used, a small loop should be left in the catheter, to prevent kinking of the catheter if the patient flexes or bends the arm. Caution: do not overstretch the catheter as it may rupture, causing a catheter embolism. Catheter is indicated for use up to 29 days. A review of the component batch history records was performed, and no deviations were found. The batch complied with its specifications and was released. Each catheter is flow and leak tested, and the tensile force and dimensions of catheter and set components are randomly checked during production. A review of vygon USA's complaint data, covering the period from april 1, 2023, to april 30, 2025, indicates that one additional complaint were recorded for lot 23l008d related to leaking catheters. Corrective action: as the catheter functioned for 56 days before the leakage occurred, we do not believe this defect is manufacturing related. Any manufacturing problems that would lead to a leak would be detected by the user when flushing the catheter. Therefore, no further corrective action will be initiated at this time. It is important to follow the instructions for use (IFU), which specify that the catheter is intended for use for up to 29 days. In this case, the catheter was used for 56 days, well beyond the recommended duration.

Event description:
Cracked at junction of line and plastic winged fixation point. Dressing removed, verified as leaking and nnp able to insert guidewire, remove damaged device and re-insert new device at same access point.